Event description:
It was reported that one week post implant the right atrial (ra) lead appeared to "pulled" on chest x-ray and exhibited high thresholds. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.